Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to user handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope had an image problem. This occurred during preparation for a diagnostic procedure. There was no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a stain on the image guide bundle. Additional findings include a discolored control unit, a corroded charged couple device joint due to water leakage, loss of water tightness due to a pinhole on the bending section cover and channel tube, a defective ultrasound image displayed with missing elements due to a damage on the ultrasonic probe, an insecure and detached connection between the bending section and the connecting tube due to deformation of the connecting tube, and a detached connection between the bending section and the distal end due to the adhesive peeling around the bending tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.